Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : when screwing the instrument into the corail shaft, the screw broke at the base. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that retaining stem inserter was found the threaded tip broken. The broken fragment was no returned for evaluation. A dimensional inspection was performed for the retaining stem inserter was not performed as it is not applicable to the complaint condition. A functional test could not be performed as the mating device was not returned. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : quantity manufactured: (B)(4). 2) date of manufacture:aug 17-2012. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 0902-00-836.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when screwing the instrument into the corail shaft, the screw broke at the base. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, ip-(B)(4). Device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.